Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Event description:
It was report that post-sensed t-wave oversensing was observed. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was stable.